Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
An 8f angio-seal vip was selected for use in the right femoral arteriotomy. Following deployment, hemostasis was achieved and the patient was sent to recovery for overnight observation. The following day the patient developed a hematoma and manual compression was applied to achieve hemostasis; then was later discharged. The patient returned to the hospital 3-4 days later and a pseudoaneurysm was diagnosed via ultrasound. A thrombin injection was used to treat the pseudoaneurysm and the patient is in stable condition following the procedure.